Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized on (B)(6) 2017 due to a high blood glucose of 568 mg/dl. Prior to the hospitalization, the insulin pump keypad stopped responding and the insulin pump froze up. The patient's blood glucose had exceeded 600 mg/dl. The customer was wearing the device at the time of hospitalization. No symptoms or treatments were mentioned. The insulin pump was not returned for analysis.